Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge board, the cine drive, the cine drive cable, and reloaded software. The system operates as intended.